Manufacturer narrative:
E1 - initial reporter phone # (B)(6) the device was not returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint.

Event description:
An event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, clave y-site, polyethylene lined tubing, secure lock, 272 cm with the reporter stated that treatment completed (pembrolizumab), line flushing with n/s, noticed leaking on bluey around filter there was patient involvement, but no harm.